Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative who reported this complaint. According to the csr, he was present during the surgical procedure. The patient involved had rectal cancer. The staple line was created along the patient's healthy rectum tissue below the tumor. The surgeon fired across the patient's rectum using 4 fires. The affected tissue was large. A stapler instrument of another vendor was also used during the surgical procedure; however, it was not used in the area where the endowrist stapler 45 staple line was created. After completion of the surgical procedure, the surgeon performed a leak test. The leak test showed that the anastomosed area was adequately sealed. The csr indicated that prior to using the endowrist stapler 45 instrument, during calibration of the instrument, the surgeon had to manually select the staple reloads each time a reload was installed; however, after the surgeon manually selected the reloads, there were no issues noted during calibration of the instrument. The instrument articulated and clamped 100 percent and fired without any issues. On (B)(6) 2014, the csr reported that he also spoke to the surgeon who performed the surgical procedure regarding the reported event. According to the csr, the surgeon told him that approximately 4 to 5 days post op, a CT scan performed on the patient showed that the patient had multiple areas of detachment across the staple line. The post-operative symptoms experienced by the patient were not provided to the csr; however, the surgeon indicated that the patient did not develop sepsis. According to the csr, the surgeon indicated that it was his (surgeon) belief that the anastomotic leak experienced by the patient was likely caused by intersecting staple lines or there may have been too much tension on the anastomosed area prior to healing. The patient underwent a laparoscopic loop ileostomy to repair the affected area. As of (B)(6) 2014 the patient was reported to be recovering fine. Based on the information provided, this complaint is being reported due to the following conclusion: the patient experienced an anastomotic leak after undergoing a da vinci low anterior resection procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode of a failed staple line. The instrument installed on an in-house motor pack with a blank reload was placed on an in-house is3000 system generated the error message reload type not detected. The appropriate reload color was then selected and an error message no reload installed. Installed new reload. Was generated. Multiple unused reloads were used to test the endowrist stapler 45 instrument during the calibration sequence; however, the system displayed error messages of reload type not detected. As a result, the instrument's clamp and fire function was not tested with the instrument to confirm or replicate a failed staple line. It was concluded that the instrument had internal damage along the wire within the instrument; which may have contributed to the failed detection of the reload. The instrument failed electrical continuity testing. Review of the site's system and digital signal processor (dps) log showed that there were 4 successful clamp/fire/unclamps while the instrument was in use during the surgical procedure. 2 instances of system error code 32064 were generated related to decremented reload lives. Failure analysis investigation also found that the instrument's conductor wire was broken. Electrical continuity testing for paths involving recognition of reloads was performed. One pogo pin to the dlu contact pair failed continuity. A visual inspection showed that one wire was broken between the main tube and the grip housing, at the distal end of the hypotube. A broken wire would result in reloads not being detected. Failure analysis investigation also found that the instrument's pivot tube was bent. The pivot tube was bent roughly 5 degrees, resulting in an unequal range of motion in the yaw. It is possible that the unequal motion may have caused the conductor wire to stretch more than expected, leading to breakage. It was concluded that the damage to the pivot tube was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that post a da vinci low anterior resection procedure, it was discovered that the patient had an anastomotic leak.